Event description:
Rptr indicated that the pt has had an increase in seizure activity and that the magnet no longer had any effect on the seizure activity. The pt was seen by neurologist who interrogated the device and found it to be set to 0ma output current. Inadvertent reset of the device output current to 0ma would cause a lack of vns therapy. The physician reprogrammed the device. Since the device was reprogrammed, the pt again has good seizure control. Investigation to date has been unable to determine whether the device reset was caused by user error during parameter adjustment, by normal end of service, or by device malfunction. Device parameters were adjusted at a previous office visit in 2001.